Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, the foreign objects came out of the nozzle could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: evis lucera gif-260 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: evis lucera gif-260 series chapter 3. Cleaning, disinfection, and sterilization procedures . Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.